Manufacturer narrative:
During testing at the service center during the volume accuracy test the device alarmed with a check cassette p alarm code. Further testing found the proximal pressure sensor calibration drift. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a reports from the customer contact that during preventive maintenance testing, the device alarmed with a check cassette p alarm code. There was no indication of a reportable malfunction. However, during verification testing at the service center, the device alarmed with a check cassette p alarm code and proximal sensor calibration drift was noted.